Event description:
It was reported that the camera head had black screen on the monitor. The issue occurred during an unspecified procedure. There were no reports of patent harm

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.